Event description:
Customer alleges skin burn in oncology pt under medipore h tape. Following tape application, pt began to complain of burning sensation. The following day, mother noted a blister on the skin which extended under the entire area where tape had been applied. Pt was treated with IV antibiotics and wound was dressed and is beginning to heal 4 days later. It is not known if skin preps were on the skin under the tape.

Manufacturer narrative:
Method: device not rec'd. Results: no eval performed. Conclusions: device not returned no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed.